Event description:
I purchased a kardiamobile 6l on (B)(6) 2022 and also paid for the upgrade determinations to track my premature ventricular contractions (pvc). At first the device showed pvcs. About two weeks ago the device started showing normal sinus rhythm. Unfortunately both an echocardiogram and nuclear stress test showed pvcs. The answer I got from alivecor support is my device and operating system isn't compatible with kardiamobile and they can't guarantee correct results. Yet when you purchase the device and download the app there is no warning of what devices have been tested. This is a life threatening situation when the device gives normal sinus rhythm when that isn't the case. Nuclear stress test showed premature ventricular contractions while kardiamobile 6l showed normal sinus rhythm.